Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that her husbands commode seat cracked and he got pinched by it when he sat down. Consumer states that he did not get any medical attention.

Manufacturer narrative:
The device was evaluated by the returns department which found that the seat was cracked on both sides of the seat that traveled to the very front to the rear of the commode and was taped. There was some corrosion on the front of the cross brace under the seat.

Event description:
Consumer states that her husbands commode seat cracked and he got pinched by it when he sat down. Consumer states that he did not get any medical attention.